Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal'), endometrial hyperplasia ('endometrial hyperplasia') and female reproductive neoplasm ('gynaecological malignancy or pre-malignant condition') in a (B)(6) female patient who had essure inserted. The patient's concurrent conditions included syringomyelia. In 2011, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required) and experienced endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient was found to have female reproductive neoplasm (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy to remove of the essure, hysterectomy and curettage for endometrial hyperplasia). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for endometrial hyperplasia, female reproductive neoplasm and medical device removal with essure. The reporter commented: that the essure was removed by hysterectomy for a gynaecological malignancy or pre-malignant condition. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pain'), uterine polyp ('endometrial hyperplasia / endometrial polyp without atypical hyperplasia or suspicious element of malignancy'), adenomyosis ('appearance of adenomyosis') and uterine cyst ('appearance of myometrial cysts') in a 52-year-old female patient who had essure (batch no. 654844) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concurrent conditions included syringomyelia. In 2011, the patient had essure inserted. In (B)(6) 2020, the patient experienced uterine cyst (seriousness criterion medically significant). On (B)(6) 2021, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), adenomyosis (seriousness criterion medically significant), menstruation irregular ("episode of cycle irregularity"), fatigue ("fatigability"), depression ("depression") and irritability ("irritability"). The patient was treated with surgery (bilateral salpingectomy to removal of the essure, curettage for endometrial hyperplasia/hysterectomy with preservation of the ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fatigue, depression and irritability had not resolved and the uterine polyp, adenomyosis, uterine cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for adenomyosis, depression, fatigue, irritability, menstruation irregular, pelvic pain, uterine cyst and uterine polyp with essure. The reporter commented: that the essure was removed by hysterectomy for several gynaecological problems occurred in this patient: appearance of adenomyosis and myometrial cysts; episode of cycle irregularity; endometrial hyperplasia and the eventuality of a hysterectomy with preservation of the ovaries. Ha number received: (B)(4) and a new insertion date of essure was provided: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: tubes - there is no abnormality; on an unknown date: endometrial hyperplasia - there was an endometrial polyp without atypical hyperplasia or suspicious element of malignancy. Lot number: 654844 manufacture date:2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc. We received a sample and lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal'), endometrial hyperplasia ('endometrial hyperplasia / endometrial polyp without atypical hyperplasia or suspicious element of malignancy'), adenomyosis ('appearance of adenomyosis') and uterine cyst ('appearance of myometrial cysts') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concurrent conditions included syringomyelia. In 2011, the patient had essure inserted. In (B)(6) 2020, the patient experienced uterine cyst (seriousness criterion medically significant). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required) and experienced endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant) and menstruation irregular ("episode of cycle irregularity"). The patient was treated with surgery (bilateral salpingectomy to removal of the essure, curettage for endometrial hyperplasia/hysterectomy with preservation of the ovaries and hysterectomy with preservation of the ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, endometrial hyperplasia, adenomyosis, uterine cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for adenomyosis, endometrial hyperplasia, medical device removal, menstruation irregular and uterine cyst with essure. The reporter commented: that the essure was removed by hysterectomy for several gynaecological problems occurred in this patient: appearance of adenomyosis and myometrial cysts; episode of cycle irregularity; endometrial hyperplasia and the eventuality of a hysterectomy with preservation of the ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: tubes - there is no abnormality; on an unknown date: endometrial hyperplasia - there was an endometrial polyp without atypical hyperplasia or suspicious element of malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: the follow information were updated lab data, uterine cyst onset date , endometrial polyp without atypical hyperplasia or suspicious element of malignancy added to hyperplasia as report based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal'), endometrial hyperplasia ('endometrial hyperplasia') and female reproductive neoplasm ('gynaecological malignancy or pre-malignant condition') in a 52-year-old female patient who had essure inserted. The patient's concurrent conditions included syringomyelia. In 2011, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required) and experienced endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient was found to have female reproductive neoplasm (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy to remove of the essure, hysterectomy and curettage for endometrial hyperplasia). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for endometrial hyperplasia, female reproductive neoplasm and medical device removal with essure. The reporter commented: that the essure was removed by hysterectomy for several gynaecological problems occurred in this patient: appearance of adenomyosis and myometrial cysts; episode of cycle irregularity; endometrial hyperplasia and the eventuality of a hysterectomy with preservation of the ovaries. Amendment: the report was amended for the following reason: reporter causality comment updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal'), endometrial hyperplasia ('endometrial hyperplasia'), adenomyosis ('appearance of adenomyosis') and uterine cyst ('appearance of myometrial cysts') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concurrent conditions included syringomyelia. In 2011, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required) and experienced endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), uterine cyst (seriousness criterion medically significant) and menstruation irregular ("episode of cycle irregularity"). The patient was treated with surgery (bilateral salpingectomy to removal of the essure, curettage for endometrial hyperplasia/hysterectomy with preservation of the ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, endometrial hyperplasia, adenomyosis, uterine cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for adenomyosis, endometrial hyperplasia, medical device removal, menstruation irregular and uterine cyst with essure. The reporter commented: that the essure was removed by hysterectomy for several gynaecological problems occurred in this patient: appearance of adenomyosis and myometrial cysts; episode of cycle irregularity; endometrial hyperplasia and the eventuality of a hysterectomy with preservation of the ovaries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. Upon internal review, event "female reproductive neoplasm nos" was replaced by: adenomyosis, uterine cysts and menstruation irregular and medical history was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pain'), uterine polyp ('endometrial hyperplasia / endometrial polyp without atypical hyperplasia or suspicious element of malignancy'), adenomyosis ('appearance of adenomyosis') and uterine cyst ('appearance of myometrial cysts') in a 52-year-old female patient who had essure (batch no. 654844) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concurrent conditions included syringomyelia. In 2011, the patient had essure inserted. In (B)(6) 2020, the patient experienced uterine cyst (seriousness criterion medically significant). On (B)(6) 2021, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), adenomyosis (seriousness criterion medically significant), menstruation irregular ("episode of cycle irregularity"), fatigue ("fatigability"), depression ("depression") and irritability ("irritability"). The patient was treated with surgery (bilateral salpingectomy to removal of the essure, curettage for endometrial hyperplasia/hysterectomy with preservation of the ovaries and hysterectomy with preservation of the ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fatigue, depression and irritability had not resolved and the uterine polyp, adenomyosis, uterine cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for adenomyosis, depression, fatigue, irritability, menstruation irregular, pelvic pain, uterine cyst and uterine polyp with essure. The reporter commented: that the essure was removed by hysterectomy for several gynaecological problems occurred in this patient: appearance of adenomyosis and myometrial cysts; episode of cycle irregularity; endometrial hyperplasia and the eventuality of a hysterectomy with preservation of the ovaries. Ha number received: r2108340/r2108794/r2122183 and a new insertion date of essure was provided: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: tubes - there is no abnormality; on an unknown date: endometrial hyperplasia - there was an endometrial polyp without atypical hyperplasia or suspicious element of malignancy. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-nov-2021: new informations added: ha number, essure lot number, new adverse events: fatigability, depression, irritability, pain. The medical device removal was added as a non-drug treatment for pain. We received the complain sample and lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of medical device removal ('medical device removal'), endometrial hyperplasia ('endometrial hyperplasia/endometrial polyp without atypical hyperplasia or suspicious element of malignancy'), adenomyosis ('appearance of adenomyosis') and uterine cyst ('appearance of myometrial cysts'). In a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometrial hyperplasia. Concurrent conditions included: syringomyelia. On 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced uterine cyst (seriousness criterion medically significant). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required) and experienced endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant) and menstruation irregular ("episode of cycle irregularity"). The patient was treated with surgery (bilateral salpingectomy to removal of the essure, curettage for endometrial hyperplasia/hysterectomy, with preservation of the ovaries and hysterectomy, with preservation of the ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, endometrial hyperplasia, adenomyosis, uterine cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for adenomyosis, endometrial hyperplasia, medical device removal, menstruation irregular and uterine cyst with essure. The reporter commented: that the essure was removed by hysterectomy for several gynaecological problems occurred in this patient. Appearance of adenomyosis and myometrial cysts, episode of cycle irregularity, endometrial hyperplasia and the eventuality of a hysterectomy with preservation of the ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on an unknown date, tubes: there is no abnormality; on an unknown date, endometrial hyperplasia: there was an endometrial polyp without atypical hyperplasia or suspicious element of malignancy. Quality safety evaluation of ptc: the investigation of the sample could not confirm, any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 12-aug-2021, update of quality safety evaluation of ptc (sample investigation). We received the complain sample in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.